Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a heat rash under both the back therapy electrodes. The patient's doctor approved the use of cortisone for the irritated skin. The outcome of the irritation is not known.